Manufacturer narrative:
Novocure's assessment is that this event was related to electromagnetic compatibility problem with the ins. The optune instructions for use contains a warning against using the device with active electrical implanted devices, including spinal cord stimulators. Pain was reported as an adverse event in the pivotal ef-11 trial in recurrent gbm. Medical device interference is not an expected event with device use. There have been 17 reports of medical device interference in the commercial program to date. Electric shock is not an expected event with device use. There have been 54 reports of electric shock in the commercial program to date.

Event description:
An unknown male patient with glioblastoma (gbm) began optune therapy on an unknown date. On (B)(6) 2021, during a review of the FDA maude database it was discovered that an adverse event report referring to optune had been submitted by medtronic on (B)(6) 2020, for the surescan spinal cord stimulator (model number 97712), an implanted medical device (medtronic 3004209178-2020-15421). On an unspecified date, the patient had a spinal cord neurostimulation system (ins) implanted to treat cancer pain. On (B)(6) 2020, when powering on the optune device, the patient experienced pain and a shocking sensation at the ins pocket site on his chest. According to the medtronic report, the event was due to an electromagnetic compatibility problem with the ins.